Manufacturer narrative:
(B)(4). The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a concern this pacemaker was depleting prematurely. Data analysis found the device was sensing high atrial rates at an average of 342 beats per minute (bpm). The device was reprogrammed to vvir mode and atrial sensing was programmed off. No adverse patient effects were reported.